Event description:
It was reported that: "the staff noticed that the ongoing catecholamine therapy with noradrenaline administered via the cvc was unusually irregular. The correct position of the cvc was checked (ECG and x-ray) and confirmed. After replacing the cvc with a cvc from a different manufacturer, the catecholamine therapy was consistent." Additional information " the catheter was kinked, which led to the irregular flow." Associated complaints 3006425876-2024-00806.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the staff noticed that the ongoing catecholamine therapy with noradrenaline administered via the cvc was unusually irregular. The correct position of the cvc was checked (ECG and x-ray) and confirmed. After replacing the cvc with a cvc from a different manufacturer, the catecholamine therapy was consistent.". Additional information " the catheter was kinked, which led to the irregular flow." . Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The image shows the product lidstock, however, the device is not pictured. No conclusions about the device could be made from the photo. A full inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The customer report of a kinked catheter could not be confirmed based on the customer photo provided. The image shows the product lidstock, however, the device is not pictured. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.